Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. On (B)(6)2023, the patient had signal loss for over 3 hours on the smart device and left the receiver at home while at the laundromat. He experienced slurred words, diaphoresis, and presyncope. He did not recall the bg value. The neighbor gave him carbohydrates and he recovered after treatment. There was no documentation of further medical evaluation or intervention. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4).diabetes mellitus is a known cause of hypoglycemia.h6 codes: health effect - clinical code - e0131 speech disorder.